Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "swelling of the right breast, sensation of pressure, sharp knife pain and a warm feeling." Investigation following removal of capsule found "immunohistology evidence of an alcl-infiltration of the capsule and also a severe capsular contracture," baker grade unknown.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma and lymphoma. Explant surgery has not been confirmed. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side ¿bia-alcl confirmed, arthroscopy (meniscus), seroma" appeared for the first time 2 weeks following arthroscopy. The first accumulation was treated with compresses and resolved. Four weeks later a "large accumulation" reappeared. A biopsy identified alk- markers testing "positive for bia-alcl." The device has been explanted.